Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's ui pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed ui pcb assembly and determined that the cause of the reported issue was due to cracked and shorted capacitor, c181.

Event description:
The customer contacted physio-control to report that their device display was blank. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device display was blank. A blank display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.